Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammatory nodules and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. A device history record review has been initiated and analysis of the data has not been completed. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported injecting a patient with 1 ml of juvéderm volift with lidocaine to the lips and lmf. About 6 months later, the patient developed delayed inflammatory nodules on the bottom lip only. A couple of weeks later, the patient received treatment with antihistamines, and anti-inflammatories from their family doctor with limited results, patient was also treated with prednisone and antihistamines by a dermatologist. About a month after symptom onset, the patient returned to the injecting clinic. Patient was treated with hyaluronidase, clarithromycin and kenalog injections over 3 days by a physician from the clinic. Patient noted swelling is better in the evenings, but the morning is swollen as usual. The nodules were a significant sized upon review. Patient symptoms have improved and are ongoing.